Manufacturer narrative:
The insulin pump had no button error alarm noted. However the insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. No moisture damage noted on electronic assembly or on motor. The insulin pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 51 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.